Manufacturer narrative:
No discrepancies were found as it relates to the batch documentation analysis. The audit determined that all procedures in the manufacturing and packaging of the device had been carried out correctly. Batch reconciliation was 100%. Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. Due to the lens being lost in the drape bag, lenstec was unable to perform a more thorough investigation of this complaint. We are therefore unable to determine the specific cause for the torn haptic. Additionally, lenstec is unable to comment on the type of cartridge used due to it being listed as unknown. (B)(4).

Event description:
Lenstec received an email stating that "lens was implanted, it was noted that the haptic was torn, lens was explanted and then lost in drape bag."